Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the connection between the heater bag and the cassette was loose and fluid leaked from this connection. This event occurred on the homechoice during use and the patient was not connected. The care giver closed the clamp and tightened the connection to stop the leak. The technical service representative helped the care giver end therapy and explained that the patient would need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.